Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, failure to capture, failure to sense and increased pacing impedance were observed on the right ventricular (rv) lead. The physician suspects insulation damage or dislodgement caused the event, but this was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.